Event description:
This trauma patient presented with a ruptured aorta. While deploying the gore tag thoracic endoprosthesis, the left carotid was unintentionally covered. The patient was immediately converted to surgical repair and the device explanted. Currently the patient is doing well.